Manufacturer narrative:
Based on the claim against the product by the customer noting the medium -large clip applier(mlca) instrument failed to clip two times, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mlca instrument was analyzed and found to have severely bent grip tips to be related to the customer reported complaint. The clip applier instrument was found with both grips bent. The damage was found near the base of each of the clip grooves, causing an offset at the tips. As a result, the clip could be loaded on the grips, but was unable to properly clip onto the tubing during in-house testing. The instrument failed the clip test. Common causes of the failure mode bent-severely instrument grips -tips are typically attributed to the mishandling/misuse, such as excess force applied to the instrument jaws. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument failed to clip two times. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use. No damage was noted. The incident occurred during the attempt of clamping the clip onto the cystic duct. When the jaws closed to lock the clip it was not locking any of the clips closed. The issue was not related to jaws remaining static. The issue was not related to unexpected motion. The issue was not related to clip opening after closure. M/l hem-o-lock clips were used. The vessel/tissue bundle was not greater than the specified diameter suggested in the IFU. The incident occurred on the first clip application. The site took the instrument out and loaded the clip again to see if it was the clip or the instrument and the second attempt had the same results. The site used a different clip applier that had no issues.